Event description:
It was reported to philips that system table and c-arm could not be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry cannot move. The quote was not accepted and thus no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.